Event description:
Received info stating customer received attitude alarm after getting out of the pool. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.